Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips a touched position was observed to be out of alignment during periodic maintenance. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Although touch screen calibration was performed, the phenomenon was not resolved. The touchscreen was replaced, and the phenomenon was resolved. No other anomaly was observed. Overall checking, cleaning, run testing, and a function test were performed.

Manufacturer narrative:
The touchscreen assembly was returned for analysis. Visual inspection of the returned touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed and the ul_lr and ur_ll resistance were out of specification.